Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID 377745, lot# v014405, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location, the stimulation was ¿jumping,¿ and the stimulation was not in the desired location. The patient had later gone to the ER because she could not sleep due to the implantable neurostimulator (ins) pressing on a nerve and causing pain that was progressively getting worse. The patient had noticed the pain while traveling overseas and the pain would ¿trigger¿ each time the patient pressed the battery. The pain was described as a ¿shooting pain¿ and the patient thought that the nerve was being impinged as ¿it¿ coincided with the location of the battery and leads. Additionally, the implantable neurostimulator (ins) was too close to a bone and was causing the patient pain when she would wear a belt. The scar on the patient¿s back had shifted to the left and the patient had a ¿bump¿ on her upper vertebrae which was painful when pressed. The patient had not had any falls or traumas, but had gained and lost weight from (B)(6). No x-rays had been taken.